Event description:
The device was used during a laparocopic assisted vaginal hysterectomy. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The surgeon was able to retrieve the component and complete the procedure without any pt injury.